Event description:
It was reported that the right ventricular lead has had high impedance since implant and oversensing was also noted. The lead is still in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.